Event description:
It was reported that the procedure was to treat a perforation in the saphenous vein graft (svg) to the right coronary artery (rca). Two 3.5x16 mm graftmaster covered stents were implanted and both devices sealed the perforation; however it was noted after the procedure that both of the devices were expired. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 22-july-2019 with an expiration date (use by date) of 30-june-2021. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2022. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional graftmaster device referenced is being filed under a separate medwatch report number.